Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system. The device was bloody. The implant was received inside the sheath and was deployed during lab analysis. The implant was consistent with the reported information. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed sheath damage (abrasions/flattened) for 4.2 cm from tip, tip damage (tricuts flared/abrasions) and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and landed too distal for which a full recapture was attempted. However, resistance was noted when recapturing the device and the device could not be pulled in gradually. The closure device was eventually recaptured. Three more closure devices were attempted without success since they did not meet the release criteria and the procedure was completed with a fifth closure device. No adverse patient complications were reported.

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and landed too distal for which a full recapture was attempted. However, resistance was noted when recapturing the device and the device could not be pulled in gradually. The closure device was eventually recaptured. Three more closure devices were attempted without success since they did not meet the release criteria and the procedure was completed with a fifth closure device. No adverse patient complications were reported.